Event description:
It was reported that the pt had a small bowel obstruction from his device. A long segment of the small bowel was entrapped between the leads and the abdominal wall. The pt outcome is unk. Further info is being requested at this time.